Event description:
The customer called reporting the unit of measure changed on their freestyle meter. The meter is one that is designed to allow the uom to be selectable. The meter has been received and, during the course of investigation, has been discovered to suffer the memory overwrite malfunction.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. The 0300, 0015, 0204, 0800, errors were found in error log. E3/e4 errors with low battery icon were observed. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.